Event description:
In 2005, the facility reported to baxter customer services that a system 1000 hemodialysis instrument had high bacteria counts. This was discovered during bio-med testing, before a pt was connected to the device. No pt injury or medical intervention was reported in association to this incident. A baxter field svc engineer went to the facility to evaluate the instrument in 2005. The baxter rep found a leak at the female bleach fitting. Replaced the female bleach fitting and the blue dialyzer connector. A svc call report was completed and all systems functioned per manufacturer's specifications.